Event description:
Reference number (B)(4). Event occurred in china. It was reported that the patient faced an infusion set bent cannula issue event on 25-feb-2026. The blood glucose level was 22.2 mmol/l, and treatment was taken through the insulin pump. No further information available.